Event description:
From distributor's report and questions asked of the hospital where event occurred. The adhesive was used to close two of the four sites during a myomectomy. The opinion of the user is as follows "the patient was infected with pseudomonas aerugionsa from using the adhesive." Report goes on to say the adhesive was used to close a laparo, at patient's navel and at one more site. User claims germ was carried to the navel and to the other site when product was used. Formation of pus was confirmed by the doctor and the sites were drained. The doctor admitted he thought he should sterilize more carefully before use. There was no time delay. Pseudomonas aeruginosa was identified as the causative organism.